Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-04-14. H6: investigation summary: three samples (model#: 2000e) were returned by the customer. It was reported that items will not flush. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid path of one sample was open and that sample was able to be flushed. The failure was unable to be replicated in that sample. The fluid paths of two samples were not open and were unable to be flushed. The complaint can be verified in these samples. A device history record review for model: 2000e, lot number: 20046539 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA: (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that ll vlv adpt (stand alone) had flow issues. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 2000e, batch no: 20046539. It was reported that items will not flush.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) had flow issues. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 2000e, batch no: 20046539. It was reported that items will not flush.